Event description:
It was reported that the insulin pump had a crack screen and unable to see well. Customer's blood glucose was 168 mg/dl. Troubleshooting was done for physical damage and partial display. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. No crack lcd window or missing segments/partial display noted.